Manufacturer narrative:
Corrected data: in the initial report, the incorrect lens model (ar40m) was entered in model #/lot #. The correct model is ar40e. Additional data: device available for evaluation? Yes. Returned to manufacturer on: 11/28/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under microscope showed that the lens had a large cut from the lens edge across the optic. One lens haptic was observed distorted and detached by the middle of the haptic/loop. The detached haptic piece was not returned. No issues were observed with the other haptic. The condition observed in the lens and the way the cut is formed is consistent with a lens that was cut as part of the surgical process. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of a ar40e 4.0 diopter intraocular lens (iol) was noticed distorted while inserting into the patient's left eye (os). Reportedly, the lens was not fully inserted. The replacement lens was a non-amo lens. There was a 1.8 mm incision enlargement, but no vitrectomy or sutures were used. There was no patient injury or complications. No additional information was provided.